Manufacturer narrative:
Correction to a4.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Effective stimulation was restored with replacement of the ipg. The leads remain implanted.

Event description:
The investigation did not determine which lead resulted in ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2024-01870. It was reported the ipg was unable to communicate with the external devices. Reportedly, the patient has not recharged or used the ipg in several years due to ineffective stimulation. As such, surgical intervention may occur to address the issues.

Manufacturer narrative:
Date of the event is estimated.